Event description:
Ijs-e device disassembled 5 weeks post-implantation. Distal locking screw backed out of the locking joint.

Manufacturer narrative:
As per witness' report, this failure most likely occurred due to the screw not being properly tightened. As per the IFU, "if the locking screw or the axis pin is not fully tightened, the construct may loosen, shift, and/or disassemble." The device was not available for return/evaluation.